Event description:
The clinician reports the implant was inserted (B)(6) 2008 in ada 29. Immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, abscess and fistula. No further patient complications were reported.